Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) over 500 mg/dl with extreme drowsiness, blurred vision, extreme thirst, nausea and a large level of ketones associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient self-treated with insulin via pump to manage their bg level. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the prime menu being accessed, a loss of prime occurring and the patient making changes to the basal program. Troubleshooting also revealed that the patient increased basal rates without input from a medical provider which is a training misuse. The patient also stated they used the contact detach as their infusion set for 4-5 days at a time which exceeds the recommended time. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting also indicated the following diabetes management factors contributed to the alleged bg excursion: miscounting carbohydrates; change in nutrition; signs and symptoms of illness (not caused by bg excursion); change in medication and the patient stated that their condition/illness is the cause of the bg excursion. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.